Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his son had a low blood glucose of 42 mg/dl. The customer treated with glucose tabs. Troubleshooting was declined for the low blood glucose. No products were returned or replaced.